Manufacturer narrative:
Concomitant products: product ID: 8840, serial# unknown, product type: programmer. Physician product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
It was reported that the physician was not able to update the pump following a refill; they were unable to get telemetry. The telemetry head was correctly positioned. There were no volume discrepancies or therapy problems. The error message read ¿invalid telemetry, reposition head.¿ it was suspected that the pump battery could be low or there could be sources of electromagnetic interference (emi). The pump had been implanted for 8 years. The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.